Event description:
Hcp reported pt presented one month post implant with signs of an infection of the device pocket. These include redness, swelling, drainage, and pocket erosion. Cultures of the device pocket were obtained, which were positive for staph aureus. The pt was treated with IV antibiotics and total device system explant. Hcp reports pt's infection is now resolved without drug withdrawal. Risk factors are debilitated status and post-op wound or skin contamination. Hcp reported infection happened after battery change.